Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken plastic case was identified on the black diamond micro forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the chassis broken with pieces missing near the luer plate. The missing pieces were not returned. Additionally, the luer plate was dislodged as a result of the broken chassis. The luer plate was located inside of the housing. Two snaps at the proximal end of the housing were also missing and not returned. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .084 - .285 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.